Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black dust was found in the bd phaseal¿ protector (p50 multi) before use while unpacking it. The following information was provided by the initial reporter, translated from (B)(6) to english: "black dust (fm) was found in the protector when unpacking."

Manufacturer narrative:
H.6. Investigation: one sample was provided to our quality team for investigation. Upon visually inspecting the product, black particles were observed under the film of the expansion chamber. Using magnification, the particles were determined to be carbon deposits. A device history review was performed for the reported lot 2001112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter and perform clearly defined cleaning according to procedure . All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, it is likely these deposits generated during the sealing process of the film onto the protector bladder in the assembly machine. Clearance of the assembly lines is performed according to procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
It was reported that black dust was found in the bd phaseal¿ protector (p50 multi) before use while unpacking it. The following information was provided by the initial reporter, translated from japanese to english: "black dust (fm) was found in the protector when unpacking.".